Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with a broken synthes plate and intact 4.5 headless screw from previous surgery resulting in a non-union. The broken plate and screws were removed along with the 4.5 headless screw. The surgeon reduced the fracture and inserted new hardware successfully. Original implant date was unknown and no surgical delay was reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Additional information received feb 23, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information was received on february 23, 2015. It was reported that the screws associated with the broken plate were confirmed to have been removed intact during the explant surgery. There is no complaint alleged against the screws. This follow-up report is 1 of 1 for (B)(4).